Event description:
A thoratec bivad (right and left ventricular assist device) pt developed an air leak in both vad caps after 111 days of support. The vad caps were secured to the cases using esmark bandages and 3m tape. In addition, the vads were sealed with bone wax. Both vads were reported to be pumping well with settings in the normal range, and both were generating a consistent fill signal. The pt is still being supported by the vads. This event has not had an adverse effect on the pt's status.